Event description:
It was reported that the pulse generator had reached replacement time. Also, the system had oversensing of noise. The physician explanted the system and replaced it with a transvenous system. On removal, the electrode and the pulse generator were calcified with a thick egg-shell like solid. It took a tight a rail (extraction tool) to remove the electrode from the chest. The device was removed after successfully removing the entire calcified pocket around it. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the pulse generator had reached replacement time. Also, the system had oversensing of noise. The physician explanted the system and replaced it with a transvenous system. On removal, the electrode and the pulse generator were calcified with a thick egg-shell like solid. It took a tight a rail (extraction tool) to remove the electrode from the chest. The device was removed after successfully removing the entire calcified pocket around it. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.